Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided in the initial report. Based on the results of the investigation, the reported malfunctions likely occurred due to deterioration and use over a long period of time. Power is supplied in the order of power inlet , power switch , thermostat , "lamp / fan", but the lamp does not light because power is not supplied to the lamp and fan due to the failure of the thermostat and the fan does not turn on. Since the power switch is connected to the power inlet, the power switch lights even if the thermostat fails.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history record (DHR) because it could not be found. The manufacture date of the subject device was unknown, but since it was released in 1995, the subject device was manufactured either in 1997, 2007, or 2017 based on the serial number. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the temperature sensor due to followings. If the manufacture date of the subject device subject was 2017, the accidental failure of the temperature sensor. If the manufacture date of the subject device was before 2007, the failure of the temperature sensor due to the aging degradation by repeatedly long-term use.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, the cooling fan didn't function and the lamp didn't light up in spite of the subject device was turned on. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the temperature sensor. There was no report of patient injury associated with the event.